Event description:
Customer's husband reported customer had unexplained high blood glucose. Customer's blood glucose was 600 mg/dl. She treated with the device. Customer experienced feeling sick, headaches, and thirst. This morning, customer's blood glucose was 200 mg/dl and she took a bolus delivery. At noon, her blood glucose was 313 mg/dl. By dinner, she was over 600 mg/dl. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Troubleshooting will be completed once customer receives tubing clamps. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to do a complete set change and monitor her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.